Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and remained inside the needle barrel. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The complaint of a detached sensor wire was confirmed. The root cause could not be determined.